Manufacturer narrative:
Date received by manufacturer: 08/07/2017.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that silicone was inside the syringe body of a bd¿ syringes with needles 1 ml, luer slip, 27.5g during use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: without samples or photos it was not possible determine the root cause for the defect informed. It was verified the batch record, maintenance record and quality notification, but it was not found any deviation during the manufacturing process. A probable cause for the defect is a failure in the cooling of the mold insert, so the insert becomes very hot, making cooling difficult and forcing the ejection generating the internal marks. Investigation conclusion: not confirmed. Root cause description: a probable cause for the defect is a failure in the cooling of the mold insert, so the insert becomes very hot, making cooling difficult and forcing the ejection generating the internal marks.